Manufacturer narrative:
We checked the returned unit and confirmed the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the light guide cable for control body fluid damage, the light guide cable for prong fluid damage, the control body corroded, the lg cable connector corroded, and the distal body leak ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.